Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain additional information regarding this event, including occupation for the reporter, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely the board failed due to the age of the device as the device was manufactured more than six years ago. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation confirmed the user¿s report. The evaluation found the unit had discolored back cover vents and direct current (dc) power but did not have alternating current (ac) power. The unit was tested with a good printed circuit board and all functional testing was passed. The evaluation determined the printed circuit board required replacement. In addition, the unit had minor wear on the protection sheet on the bezel, which did not affect image quality. The backlight on the liquid crystal display (lcd) was dim and there was a slight shadow on the lower left side. The backlight was dim with all scopes and the shadow appeared in the image when using the orange cone (ot-1587) with ltf-s190-5 and a 100% white image from the testing signal generator. The lcd was determined to be at 52,000 hours of use and the average life of the lcd panel is 30,000 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the high-definition lcd monitor would not power on before an unknown diagnostic procedure. The power supply was burned out (activated) and the top part of the monitor has a brownish hue. There were no reports of patient harm associated with this event.